Event description:
A sliver of plastic from the suture guide fell into the pt after it was scraped by the suture passer. The slivver of plastic was recovered inside the pt.

Manufacturer narrative:
The c-t ii fort closure, 10/15 involved in this event was not returned to cooper surgical for eval. The complaint is still under investigation by our engineering department. Reference: e-complaint- (B)(4).